Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had their device replaced because it was time for a battery change, but the device was not giving the patient symptom relief either; the patient was having urinary symptoms and needing pads. It was noted they ¿had to move it around and changed the placement of the wires¿ during the replacement procedure. No further complications were reported/anticipated.